Event description:
The customer reported, the c-arm vertical lift is not operational. There was an alternate system onsite to perform cases.

Manufacturer narrative:
The ge service rep replaced the power supply.